Manufacturer narrative:
Date returned to mfg: 7/18/2024. One device was returned for analysis. Review of the event history log showed a high alarm displayed: communication module intermittent connection. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a wireless communication module. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an intermittent connection to a wireless module. Per reporter, it was verified that the problem was on the pump, and the event occurred during initial wireless programming, while the device was being checked in. There was no patient involvement and no patient harm/adverse event reported.